Manufacturer narrative:
Per 803.52(f)(11)(iii),the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported an over infusion event where iron was infused in 90 minutes instead of there (3) hours. This was reported to bd associates during their site visit. Per report, "no further information, no products available for investigation." There was patient involvement but unknown outcome.